Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The 90% stenosed, 16x4.0mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After crossing the lesion with a non-bsc guide wire, predilation was performed with a 2.5x15mm maverick balloon catheter. Subsequently, a 4.00x16mm promus element¿ drug-eluting stent was advanced and deployed at a high pressure for 20 seconds to treat the lesion. Post stent deployment, a cine shoot was taken which revealed mild dissection at the distal site of the lesion. A 2.75x24mm promus element¿ stent was advanced and deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable, responding well to medicines.